Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges swelling and walking difficulty. After review of medical records, revision notes indicated some cloudy yellow fluid was aspirated at the capsule, fairly benign appearing fluid, little turbid and no evidence of metallosis. The cup was removed by hand with use of implex osteotome, never had used mallet.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to an irritable hip. The liner appeared to be in an elevated position. Cup was loose. Update: 10/26/15 - litigation received. Litigation alleges patient suffers from pain. Doi has been provided along with side of hip indication. The head is now being reported to address general metal on metal allegations. Update ad 05 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges elevated metal ions. Added stem due to new allegation reported. Added lot codes, manufactured date and expiration date of the liner and cup. Added product and lot codes, manufactured date, expiration date and UDI of the head. Added lawyer, law firm, date of birth and hospital name. Corrected date of revision. Updated patient initials. Doi: (B)(6) 2010, dor: (B)(6) 2015 (right hip) first revision. Please see (B)(4) for the right hip second revision.